Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, the device performed properly. The unit operates appropriately. A complete operation and maintenance check is carried out with satisfactory result. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. Bd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. Bd investigation indicates that the reported issue was unconfirmed. Labeling review not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device crashed constantly. Per follow up information received via ibc on 05jun2021, no failure was detected. The customer reported that the screen got blocked and could not change parameters on it, but our technical service had been there for 2 hours manipulating the screen and touching it and no failure was detected. The therapy was delivered with another arctic sun device, and no damage was suffered by the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device crashed constantly. Per follow up information received via ibc on 05jun2021, no failure was detected. The customer reported that the screen got blocked and could not change parameters on it, but our technical service had been there for 2 hours manipulating the screen and touching it and no failure was detected. The therapy was delivered with another arctic sun device, and no damage was suffered by the patient.